Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the attempted implant of this right atrial (ra) lead, measurements on the pacing system analyzer (psa) showed low amplitudes and a higher than optimal pacing threshold value after the helix was fixated into the tissue. The ra lead was repositioned. When the physician was attempting to extend the helix into the tissue, it stopped halfway. Thirty turns were applied to the helix but it would no longer extend. Additional testing of the helix mechanism showed it would also not retract. The physician suspected that the helix was broken and this ra lead was removed and successfully replaced. No adverse patient effects were reported.